Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving an error 3 message on his adc blood glucose meter and does not start after the sample applied. Customer further reported subsequently "woke up on the floor" and experiencing shakiness, seizure, and lost consciousness. No third-party medical intervention was reported. Customer self-treated by drinking a can of soda and eating cupcakes. There was no report of death or permanent injury associated with this event.